Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No technical root cause was identified as the product was found to be within specifications. The contributing factors of dlk could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis (dlk) in the right eye one day post lasik procedure. There was trace haze inferior to the canal. The patient was prescribed a corticosteroid eye drop. The reporter indicated dlk has resolved.